Event description:
The st. Jude representative phoned to report noise present on the ICD. The source of the noise was unknown and did not look lead-related. Stored diagnostics indicate the patient received an inappropriate therapy delivery due to the noise. The device was scheduled for explant.